Event description:
The connection to the nebulizer, between two temperatures port adapters, was not very aggressive on a neonatal heated wire circuit, 72" long. Background: bld received a complaint via phone on 6/30/97 concerning an incident that occurred during the week of 6/23/97 involving bld neonatal heated ventilator circuits, 72" pn 8-19511. According to the complainant, the connection to the nebulizer, between two temperature port tee was loose, they taped the circuit. The product lot# reported was 722007, but further investigations revealed same performance with lot #719016. No pt injury was reported. There were no other similar product complaints reported in the last two years. Co requested the unit back for investigation. Co received the unit on 7/1/97.